Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was reviewed and failure mode confirmed of the end cap shearing off root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Impacting head of pinn cup straight impacting handle has snapped off.